Manufacturer narrative:
This user facility is outside of the united states. Review of device history records show the lot released with no recorded anomaly or deviation. Root cause is determined to be use error, as incompatible devices were utilized in combination together. (B)(4). This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (b)(64 manufactures a similar device in the united states under 510k number k002757.

Event description:
During a revision from a competitor total knee to an orthopedic salvage system, an incompatible device was assembled and implanted with the orthopedic salvage system. No revision or patient injury has been reported to date as a result.

Event description:
During a revision from a competitor total knee to an orthopedic salvage system, an incompatible device was assembled and implanted with the orthopedic salvage system. Patient was subsequently revised five months later.